Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula event on (B)(6) 2025. The blood glucose level of the patient was 593 mg/dl. Also, the patient had high ketones. On (B)(6) 2025, the patient first went to the emergency room and was subsequently hospitalized. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. Moreover, the infusion set was used for four hours. A similar issue occurred on (B)(6) 2025 where site was patient's abdomen and infusion set was used for twelve hours and symptoms were noticed within three or more hours after insertion. The patient was given intravenous insulin. At the time of this report, the patient was not released from the hospital. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.